Event description:
Customer reported via phone call indicating air bubbles in reservoir during priming. Customer requested and received assistance in clearing air bubbles.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.